Event description:
The customer reported that the system failed to boot to a usable state after a restart, exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system (rtos) and general purpose operating system (gpos) cpu assemblies were reseated. The rtos was identified as requiring replacement and was to be replaced by the customer. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.